Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
A consumer had essure inserted. In 2010, she experience pain with her periods which she believed were cramps. In 2012, she was hospitalized with severe pain. They looked at her appendix, but nothing was found. She was still having pain and saw another physician. An exploratory surgery was performed and a coil was found wrapped around her veins. She had her right fallopian tube removed on (B)(6) 2012. Now she is having pain on her left side and every now and then, pain on her right side after the surgery.